Event description:
While enroute to the outside hospital, we were setting up the ventilator circuit. The viral filters were not attaching between the exhalation limb of the circuit and the exhalation valve where they normally go. We noticed that the elbow of the expiratory limb had an inner lumen that the inspiratory limb elbow did not. We checked the other large circuit in the truck, and it did not have this either. We were able to assemble the circuit with the filter at the patient wye, so it filtered both the inspiratory and expiratory limbs. We were also able to setup the aerogen between the patient and filter, so the ventilator was protected. With this configuration, the vent did pass all pre-op checks. It worked as intended for the patient. After we completed the transfer, we looked at a few more circuits with the same ref (but different lot) and identified that this one particular circuit had the expiratory limb elbow flipped. The circuit was not saved.